Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 500 mg/dl for two days. Customer treated high blood glucose with manual injection and site change. Customer believed that issue may have occurred due to not giving enough bolus. Customer declined troubleshooting.